Manufacturer narrative:
Date of event is approximate.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient needed an MRI because he was having issues/symptoms that were not related to their device or therapy. It was reported that the patient had not used his device in a while and wanted to have the device removed to have an MRI. The patient did not use the implant and stated that the device was not working and was not doing what it was supposed to be doing. The patient stated that it never did work, and then stated that it had been a year or a year and a half. Physician listings were sent. No further complications were reported/anticipated. The indication for implant was non-malignant pain.